Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 at approximately 8:00 AM, the patient became ill and experienced nausea with multiple episodes of vomiting. The patient's father checked the CGM, which displayed a glucose reading of 365 mg/dL. A fingerstick blood glucose (FSBG) test was then performed and showed a blood glucose level of 300 mg/dL. Due to the patient's symptoms and elevated glucose levels, the family took the patient to the Emergency Department (ED), arriving at approximately 1:00 PM. Upon evaluation, an FSBG test performed in the ED showed a glucose level of 390 mg/dL, while the CGM displayed "HIGH." The patient was treated with intravenous (IV) insulin and glucose water. Following treatment, the patient's condition improved and stabilized. The patient remained under observation overnight and was discharged on (b)(6) 2026 in stable condition. The reported glucose values fall within the A zone of the Parkes Error Grid. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.